Event description:
The customer reported to corporate product surveillance (cps) that they are having issues with a monoject flush syringe, product code unknown, lot number unknown, that is unwinding themselves off of the flolink standard bore catheter extension set, product code 2n9063, lot number ur10b05078. The customer is not convinced it is the valve, but would like it investigated. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
The sample has been requested for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available.(B)(4).

Manufacturer narrative:
(B)(4). The customer returned six (6) actual samples for evaluation. Additionally, the customer sent the monoject flush syringe to baxter with the samples. The returned samples were visually and functionally inspected. During functional testing, the samples were connected to the syringe. The reported condition of the syringe separating from the flolink was confirmed. Some of the samples unwinded and some separated. A batch review was completed on the reported lot number and no deviations were found. In addition to evaluations performed, a study was executed to attempt to recreate the failure mode using two hundred (200) samples of (B)(4) (lot number ur10b25043). Of the 8 lot numbers reported by the customer, this was still available in baxter's released finished goods inventory. The conclusion of this study was that no disconnection or other connection instability was observed. The reported event could not be reproduced within the study. No assignable root cause could be determined at this time. This is associated with report 2 of 8 received from the facility.

Event description:
Kimberly-clark received a report from distributor in (B)(4) stating, "problem with the 1 t-fastener. It was completely reabsorbed by the body (similar to the buried bumper syndrome). This situation was followed by a serious infection and an urgent surgery." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).